Event description:
It was reported that following a stereotactic breast biopsy, a breast tissue marker was implanted at the biopsy site. Approx three weeks later, a palpable mass and fluid drainage from a tract leading from the biopsy site to the incision site was identified. The pt was placed on oral antibiotics. Aerobic and anaerobic cultures were taken and the results were (B)(6). The physician thought the symptoms might be related to a (B)(6) to the breast tissue marker. The marker was surgically removed.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records and sterilization records could not be performed. The marker has not been returned to the MFR for eval. The investigation is currently underway.